Manufacturer narrative:
A post-transfusion sample demonstrated 4+ reactivity with gammaclone anti-d; mixed field reactions were observed using the gel method.the customer did not return sample or product for investigation testing. The testing performed by the customer on the patient's red cells is consistent with the crawford phenotype. This limitation is discussed in the package insert. "Certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate spin test phase and are usually nonreactive at the weak d phase".

Event description:
Customer called to report a rh mistype. A patient typed b positive using gammaclone anti-d (monoclonal blend). The patient was transfused with 3 units of b postiive red blood cells.